Event description:
It was initially reported that patient was present in the ER because his wound was re-opened and the device was extruding. Cultures were taken and showed no signs of infection. Generator and leads were removed and returned to manufacturer for product analysis. Surgeon does not plan to re-implant the patient right now. It is unknown what site was extruding. Good faith attempts to obtain additional information have been unsuccessful.